Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with multiple pelvic devices including a bard perfix plug during an unspecified surgical procedure in 2009. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial rptr to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009 - pt was implanted with multiple pelvic devices including a bard perfix plug during an unspecified surgical procedure. The attorney's report alleges pain and suffering, disability, disfigurement, add'l surgery.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent due to additional details provided from the patient's attorney. Based on the additional information received, the patient was implanted with a bard perfix plug as well as a non-bard davol sling for the treatment of stress urinary incontinence. The current information provided consists of eight pages of medical records with implant operative report and implant tracking log. At this time it is unknown if the woman's health legal claim is against the bard perfix plug as the plug was used to repair a right inguinal hernia repair. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with a right inguinal hernia and seborrheic keratosis, right inguinal crease and stress urinary incontinence. The patient underwent a two part procedure including open repair of right inguinal hernia with implant of a bard perfix plug, excision of seborrheic keratosis right inguinal crease and a transobturator tape implant using a non-bard davol sling followed by cystoscopy.